Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had a whining noise and had to press the buttons hard to get them to work. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08770 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio/vibrate/absence of alarm anomalies noted during testing. Device was also monitored for 1 day. No audio/beep anomaly noted. All buttons function properly. No buttons/keypad anomaly noted. No damage noted on the keypad traces. Device uploaded properly using carelink. Device had cracked reservoir tube lip. (B)(4).